Manufacturer narrative:
Exact date unknown, event occurred two months from the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty keeping the ipg charged. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively. The explanted ipg was not returned.